Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A senior procurement specialist reported that on an unknown date, an a1059 mayfield modified skull clamp was used on an unspecified procedure. The locking mechanism of the skull clamp malfunctioned. The skull clamp slipped that caused laceration to the patient. Revision or medical intervention was required. Additional information has been requested.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation and the returned unit passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage. Repair cannot duplicate lock coming unlocked: when unit is properly positioned and put under pressure unit did not slip. The device history record for this lot was reviewed and shows no issues were found. The complaint reported cannot be confirmed. No issues observed. The root cause is undetermined at this time.